Manufacturer narrative:
Based upon investigation results, this event was re-evaluated. And is considered no longer reportable, due to risk file- no malfunction or serious injury. Investigation results: visual investigation: investigation was carried out visually and microscopically. During the investigation, the footplate has been found to be bent slightly downwards. Furthermore, the working end shows a dent on the cutting edge of the footplate. We assume that this deformation has been caused, due to an overload situation, during the procedure itself. This can be underlined by the dent we found, during investigation. As this can be considered, as a sign of an overloading situation. We were not able to detect any hint for a material defect or a production error. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. And were found to be according to our specifications valid at the time of production. Review of the complaint history revealed, that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed, that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results, a clear root cause conclusion cannot be drawn. There is no indication for a material manufacturing or design-related failure. Based upon the investigations results, a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fk907r - kerrison det130 deg up 2mm 180mmthp. According to the complaint description, the tip of the bone punch bent during use. Specifically the sharp cutting surface is bent backwards. There was no described patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).